Event description:
On 3/9/91 an aus device was implanted and used as a bowel sphincter. On 10/16/96 the aus cuff and balloon were removed from the pt and an artificial bowel sphincter (abs) implanted due to fluid loss - rupture at the attachment lock of the cuff - resulting in kinking of cuff, with perforation.